Event description:
It was reported that this pacemaker stored pacemaker mediated tachycardia (pmt) episodes and inappropriate atrial tachy response (atr) events due to far field oversensing. Technical services (ts) was consulted and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.